Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: surgeon doing a bariatric procedure using an xl endo gia stapler. They were using 12mm both short and long versastep trocars. The stapler would go all the way through the standard 12mm trocars but would not fully go through the long 12mm trocars.